Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
G.3 for emdr-01671 was inadvertently left blank, the correct date for g.3 is 26/may/2021.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.6b, g.3, h.6. G.3 was inadvertently left blank on initial medwatch, the correct date for g.3 is 04/may/2021.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Patient reported capsular contracture baker grade unknown for unknown side. The device remains implanted. Healthcare professional reported bilateral capsular contracture baker grade iii.